Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (dislodged). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. During deployment of third triclip, lateral leaflet was partially detached from second triclip resulting in increased tr. The leaflet was observed to be damaged. Third triclip was implanted and the tr was decreased to grade 3 post procedure. There was no clinically significant delay.